Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, "the dilator bent." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after switching to an alternate device.